Manufacturer narrative:
The catalog number identified has not been cleared in the us, but is similar to the conquest pta dilatation balloon products that are cleared in the us. The pro code and 510 k number for the conquest pta dilatation balloon products are identified, respectively. Manufacturing review: the device history records were reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was returned for evaluation. A visual inspection found frayed fibers and peeled pebax on the distal cone of the balloon, confirming the investigation for frayed material, and peeling of the pebax. An inflation attempt was conducted, and a pinhole rupture was identified in the balloon on the distal tip. Additionally, the balloon took on an asymmetrical shape when inflated. Therefore, the investigation was confirmed for both a rupture, as well as material deformation. The bunched and frayed fibers likely contributed to the asymmetric inflation shape. However, the definitive root cause for the identified bunched fibers, peeled pebax, or rupture could not be determined based upon the available information. It was unknown if patient and/or procedural issues contributed to the reported event. Labeling review: the current IFU (instructions for use) states: when the catheter is exposed to the vascular system, it should be manipulated while under high-quality fluoroscopic observation. Do not advance or retract the catheter unless the balloon is fully deflated. If resistance is met during manipulation, determine the cause of the resistance before proceeding. Applying excessive force to the catheter can result in tip breakage or balloon separation. Use of the conquest pta dilatation catheter: apply negative pressure to fully evacuate fluid from the balloon. Confirm that the balloon is fully deflated under fluoroscopy. While maintaining negative pressure and the position of the guidewire, withdraw the deflated dilatation catheter over the wire through the introducer sheath. Use of a gentle counterclockwise motion may be used to help facilitate catheter removal through the introducer sheath. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during an angioplasty procedure the pta balloon allegedly became dome-shaped and then subsequently ruptured at 25atm. There was no reported retraction difficulty through the sheath. The pta balloon was exchanged over the guidewire for another that was used to complete the procedure. There was no reported patient injury.